Event description:
It was reported that a patient experienced a hernia coincident with peritoneal dialysis therapy. The cause of the hernia was not reported. The patient was not hospitalized for the event. Treatment information was not reported. On an unknown date, dianeal therapy was discontinued and the current mode of dialysis therapy was not reported. The patient was reported to be recovering from the hernia. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon further investigation, it was reported the patient was performing capd (continuous ambulatory peritoneal dialysis); therefore the disposable device is no longer considered suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.